Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair (B)(6) of 2011 and mesh was implanted. The patient developed a recurrent hernia. The mesh was explanted (B)(6) of 2012. During the procedure it was noted that the mesh was not incorporated. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.